Event description:
The complaint/event occurred on an unspecified date and involved a 7" pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer, bulk non-sterile. The reporter stated that the device was unable to flush. There was no report of any human harm associated with this compliant/event.

Manufacturer narrative:
The reported complaint of unable to flush could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.